Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2017 and enhancement procedure on (B)(6) 2018. Patient presented on (B)(6) 2018 with edema 1+ and haze in right eye. Flap has grade edema 1+ and possibly cystoid macular edema not visually significant. The surgery center performed a maddox-rod phenomenon test with point source of light and observed no guttering. The patient¿s comments were of blurred vision and some haziness in the right eye. It was stated that the patient experienced had no loss of best corrected visual acuity (bcva) related to the event but when compared the pre-op and post-op from the initial surgery (prior to enhancement) there are 2 lines lost of bcva. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -11.75 x -1.50 x 0, left eye pre-op 20/20 -11.75 x -1.00 x 0. Bcva from (B)(6) 2018: right eye post-op 20/30 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90. No bcva from post enhancement.